Event description:
This claim was submitted by carefusion tech support in (B)(6), our dealer claims when the customer tested the vela, vte was too high. The volume vt is set to 500ml and the measure vt output is 720ml. Product was not on pt.

Manufacturer narrative:
(B)(4). Based on the info provided by the foreign dist, carefusion technical support determined that the cause of this event was a faulty turbine assembly. The foreign dist was shipped a replacement turbine assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign dist for the return of the alleged faulty turbine for eval. As of 04/10/2015, the alleged faulty turbine has not been received. Should the alleged faulty turbine be received and evaluated, a follow-up medwatch report will be submitted.